Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 7/16/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. In addition was noticed an area of missing material within an area of siltex cracking in the posterior aspect measuring approximately 2.5 cm x 1.5 cm and a tear measuring 0.4 cm. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: left side breast implant rupture and bilateral capsular contracture; baker grade unknown. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant on the left and with 325cc mentor memorygel breast implant on the right and was presented with left side breast implant rupture and bilateral capsular contracture; baker grade unknown. As a result, the devices were explanted on (B)(6) 2017. This report is for the patient¿s left-sided device.